Event description:
Per the clinic, during the initial implantation surgery on (B)(6) 2025, the surgeon felt some resistance during insertion and discovered that the electrode array had broken inside the cochlea. Subsequently, an attempt to remove the broken electrode was made but was unsuccessful. The surgeon decided to leave the electrode in place and insert another cochlear device during the same surgery. The patient was successfully implanted.